Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens was repositioned but that did not resolve the problem. The lens explanted and replaced for the same length lens and the problem resolved. The cause of the event was reported as unknown. H3 - device evaluation: the lens was returned in a dry microcentrifuge vial with residue/debris on product. Visual inspection found the haptic broken and bent and foreign material on lens surface such as fibre. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. B5 - a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens was repositioned but that did not resolve the problem. The lens exchange for the same length lens and the problem resolved. Remains implanted. The cause of the event was reported as unknown. (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens was repositioned but that did not resolve the problem. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).